Event description:
It was reported that, "corkscrew broke at junction where it attaches to t-handle while attempting to remove femoral head during surgery. Case was not delayed. Patient was not affected. Surgeon unaffected."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.